Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined with magnified photography. The driver exhibited significant general wear across the body of the device including near the tip; wear included scratches, nicking, light corrosion, and similar phenomena. Then driver tip terminated at a two-part fracture plane; both planes were oblique (i.e. Angled, not perpendicular) to the axis of the driver. The planes were largely flat with light texturing and no notable ductility/necking. Measurements in inches were obtained. The length of the driver measured 3.4370 inches, and the estimated length of the missing portion was therefore 0.0630 inches. Characteristics of the fracture plane would likely indicate a brittle failure mode. Brittle failure modes most commonly occur due to sudden overload events in which a device experiences an unexpectedly large force or torque in a short span of time. However, due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, the driver tip broke, and the surgeon was unable to remove the driver tip from the screw head. The broken piece of the driver tip remains in the patient's body. This report is related to report number 3025141-2022-00291 for the screw involved in this event.